Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that about 1.5 month ago their stimulation started "acting kind a funny, pt added they're unsure what's causing the problem. Pt mentioned they checked the battery pack and reset the controller, they also checked the battery last night and the battery was at 80%. Pt was confirmed that the implant in their neck was the one implanted (B)(6) of 2023 and added that they were not able to put the paddle because "it's too tight". Pt was redirected to their managing hcp and mdt rep for further assistance. Patient reported the stimulator is changing frequency throughout the day. It does not stay consistent with the pressure of stimulation. The charging paddle says excellent charge, then no charge, rest it then goes back to excellent charge, charging takes approximately 2 hours. Nothing changed in patient's daily routine. The stimulator simply did not work as previous times. The cause was not determined. No steps have been taken. Patient would like to see a rep to figure out what is going on. The issue is not resolved.